Event description:
It was reported that the camera head has poor image quality (vertical stripe appeared). The event was observed during an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main body flooding (lens); electrical contact corrosion; cable scratches - punctured; main body scratches (lens); scope mount corrosion. Based on the results of the investigation, it is likely the customer report of poor quality image was due to a communication error caused by the cable malfunctioning. However, a definitive root cause could not be established. Based on the results of the investigation, a probably root cause could not be established for the reportable malfunctions identified during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head has poor image quality (vertical stripe appeared). The event was observed during an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.